Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 batch # 4212676 it was reported by customer that "when the nurse went to pull up a medication using a blunt fill needle the hub where the needle attaches to the syringe was cracked, and as she punctured the vial the medication came squirting out of the crack all over her." Verbatim: rcc received a complaint via email. Email(s) attached one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Please include our intermountain case number, (B)(4), with all email communication. Situation: when the nurse went to pull up a medication using a blunt fill needle the hub where the needle attaches to the syringe was cracked, and as she punctured the vial the medication came squirting out of the crack all over her. Background: event occurrence date:(B)(6) 2025 ih #: 93018315 needle blunt fill 18gax1.5 mfg #: 305180 sample available: yes (if bd would like it sent for your evaluation, please reply all, and attach a return shipping label via email) lot #: 4212676 assessment: credit requested: no. Was their injury? No.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported the hub where the needle attaches to the syringe was cracked. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. The needle hub has a crack that goes around about 80% of the hub diameter. No other defects or imperfections were observed. This condition occurs if there is a jam at the needle hub feeder. A device history record review was completed for provided material number 305180, lot 4212676. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.